Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a catheter and delivery failure that resulted in a failure of therapy and surgery. It was noted the catheter was replaced on (B)(6) 2008.

Event description:
It was reported that the patient had to have the pump replaced because the catheter detached from the pump and it was leaking into her abdominal cavity. It was a sudden change. The patient was swamped over in a wheelchair and couldn't even move. The issue occurred in 2008. The pump was used to infuse baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type: catheter. (B)(4).